Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when the device was noticed to have reached eri prematurely. Plans were made to explant the device. No further information is available at this time.